Event description:
A customer reported via phone call indicating that they had issues with their sensor for the first six days because they would receive multiple alarms. The patient's blood glucose was 110 to 140 mg/d at the time of the call. The customer reports of a lost sensor alert that occurred with the previous sensor. The customer also received a no delivery alarm, but did not troubleshoot the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.